Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034 in medwatch# 0001825034-2022-01132.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient that had a recent comprehensive shoulder replacement required revision surgery about a month ago. The surgeon stated that the glenosphere has disunited from the mini baseplate. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b2; b3: b4; b5; d6b; d10; g3; g6; h1; h2; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00690. B3: event date is unknown. Patient was indicated to be revised on (B)(6) 2022. It has not been confirmed whether the revision officially occurred at that time or not. D6b: explant date is unknown. Patient was indicated to be revised on (B)(6) 2022. It has not been confirmed whether the revision officially occurred at that time or not. D10: item# unknown taper; lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient was indicated to be revised due to disassociation of the mini baseplate from the glenosphere. It is unconfirmed whether the revision surgery has occurred or not. Attempts have been made and no further information has been provided.